Manufacturer narrative:
The clinic did not report this adverse event to the manufacturer. There was no request for field service or clinical support at or around the time of the patient's adverse event or as a result of the patient's adverse event. All pertinent information available to amo has been submitted.

Event description:
A report was received reporting that a laser vision correction patient experienced a serious injury to their vision and is affecting the patient''s quality of life. The exact injury was not indicated and no further information is available at this time.